Manufacturer narrative:
Concomitant products: product ID 37081, serial # unknown, explanted: (B)(6) 2014, product type extension; product ID 37081, serial # unknown, product type extension. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented on (B)(6) 2014 with their implantable neurostimulator (ins) ¿eroding through the buttock site.¿ the patient required both hospital admission and the explant of their ins and extensions as a result of the event. Additional information was requested regarding the patient¿s outcome; however this information was not available at the time of report. A supplemental report will be filed if additional information becomes available.